Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump started beeping while cassette was attached. Pump was powered off and back on but the pump displayed a message "no med to give." Product fault occurred, while in use with the patient. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: evaluation codes result.